Manufacturer narrative:
Additional information was received that the av block was complete heart block (chb). Patient information added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that following the implant of this transcatheter bioprosthetic valve, due to a high implant there was severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed which caused the valve to migrate to the descending aorta. Another valve was implanted valve-in-valve with resultant trace pvl. No further adverse patient effects were reported. Added serial number. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an external clinical technical support team in italy that documented data for patients with medtronic devices. The information was provided as part of a data set and no other information has been provided regarding this transcatheter bioprosthetic valve. No patient or initial reporter (hcp) information, serial number or lot number was received. Medtronic received information that following the implant of this transcatheter bioprosthetic valve the electrocardiogram (ECG) showed av block (not specified). Subsequently a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.